Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 426 mg/dl, 24 mg/dl, 204 mg/dl and 272 mg/dl on a patient using the inform system compared to a result of 19 mg/dl on the lab system. Reporter stated the patient was unresponsive and was treated with a d50 IV after the 19 mg/dl result was obtained on the lab system. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.